Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The head fractured off both screws and only the heads were returned. The devices were manufactured in 2018. The medical investigation concluded that responses to clinical request had not been received as of the date of this investigation. Per complaint details, ¿two nail heads broke from the head¿, while the screw portions remained implanted. A minor delay of 0-30 minutes was reported along with no patient injury. Per the surgical technique (04918 v3 71081168 reva 01/17), dense cortical bone may require manual tapping. The surgical technique also addresses screw insertion ¿please note, the screw should always be finished by hand, not using power. Final tightening should be performed using a two finger technique¿. Patient was reportedly stable. No concern for biocompatibility as the screws are manufactured for implantation. The root cause could not be definitively concluded and the patient impact beyond the reported events could not be determined. No further medical assessment is warranted at this time. Should clinically relevant supporting documentation be provided, the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely over torqueing of the device during insertion. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during surgery, the two nails broke from the head. Procedure was completed with the same devices since the nails remain inside the patient but without the head. Delay from (0-30) minutes reported. No injury to patient. Patient is stable.